Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum, and the patient does not have a past medical history of arrhythmia. It was indicated that the patient had the valve implanted at a final depth of 7mm, which is deeper than the optimal 3mm and could have contributed to the reported event. However, this could not be confirmed. Based on the available information, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted using a large flexnav delivery system. There was calcification extending beneath the native valve aortic annular plane in the interventricular septum. During the procedure after the valve was deployed, the patient experienced heart block as noted on electrocardiogram (EKG). The final implant depth of the valve was 7mm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On the same day, a permanent pacemaker was implanted. The patient stayed one more day in hospital for monitoring. The current patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted using a large flexnav delivery system. There was calcification extending beneath the native valve aortic annular plane in the interventricular septum. During the procedure after the valve was deployed, the patient experienced heart block as noted on electrocardiogram (EKG). The final implant depth of the valve was 7mm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On the same day, a permanent pacemaker was implanted. The patient stayed one more day in hospital for monitoring. The current patient status was reported as discharged.